Event description:
It was reported the device was used during a left hemicolectomy. It was reported by the rep the tissue was thick, however the firing handle was fully squeezed, staple line leakage appeared. A new device was used. There was no consequence to the pt.